Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod coils and non-penumbra microcatheter. During the procedure, while advancing the pod coil through the microcatheter, the physician noticed that the pod coil had unintentionally detached from its pusher assembly upon removal of the introducer sheath. Therefore, the microcatheter containing the detached pod coil was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.